Event description:
It was reported that this peritoneal dialysis (pd) therapy reported having peritonitis and transitioning to hemodialysis modality for renal replacement needs. There were no reported allegations that peritonitis was caused by a malfunction or issue with fresenius products. Rather, the patient stated the peritonitis may have been caused by concomitant hernia. In additional follow-up, the patient¿s pd nurse stated that the patient had a peritoneal leak from a pre-existing umbilical hernia (on (B)(6) 2025; 3 days prior to the peritonitis infection) which resulted in the patient being switched to hemodialysis. The nurse confirmed that subsequently, on (B)(6) 2025, the patient was seen in the outpatient pd clinic for symptoms of cloudy pd effluent and abdominal pain. As a result, the patient had a pd culture obtained which was positive for the bacteria staphylococcus aureus. The patient was treated with intravenous antibiotic therapy with vancomycin (1 gram) three times a week with hemodialysis. The patient is reportedly recovering from the event. The nurse confirmed there were no product issues or malfunctions with the fresenius cycler/fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to a peritoneal leak via the patient¿s concomitant hernia 3 days prior (on (B)(6) 2025).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty select cycler/liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient experienced a peritoneal leak via concomitant hernia 3 days prior which poses significant risk for a peritonitis infection. Therefore, based on the reported information, the peritonitis event is likely associated with complication of a peritoneal leak in the setting of the patient¿s comorbid condition of hernia. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Event description:
It was reported that this peritoneal dialysis (pd) therapy reported having peritonitis and transitioning to hemodialysis modality for renal replacement needs. There were no reported allegations that peritonitis was caused by a malfunction or issue with fresenius products. Rather, the patient stated the peritonitis may have been caused by concomitant hernia. In additional follow-up, the patient¿s pd nurse stated that the patient had a peritoneal leak from a pre-existing umbilical hernia (on (B)(6) 2025; 3 days prior to the peritonitis infection) which resulted in the patient being switched to hemodialysis. The nurse confirmed that subsequently, on (B)(6) 2025, the patient was seen in the outpatient pd clinic for symptoms of cloudy pd effluent and abdominal pain. As a result, the patient had a pd culture obtained which was positive for the bacteria staphylococcus aureus. The patient was treated with intravenous antibiotic therapy with vancomycin (1 gram) three times a week with hemodialysis. The patient is reportedly recovering from the event. The nurse confirmed there were no product issues or malfunctions with the fresenius cycler/fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to a peritoneal leak via the patient¿s concomitant hernia 3 days prior (on (B)(6) 2025).

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.